Manufacturer narrative:
Zoll med corp has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.